Event description:
The customer reported a system message displayed during set up. The pt was not prepped or blocked. The customer borrowed a system from another facility and completed all their cases for the day. However, a 1 1/2 hour delay was noted to start the cases of the day. The customer stated no consumables were saved. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and the system message reported was an intermittent issue. The solenoid washers were replaced and disposed off. The system was then tested and met all product specifications. No sample has been returned, however, based on the service request info, the root cause of the system message may be attributed to the non-conforming solenoid washer. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. (B)(4).